Event description:
2-0 vicryl ur-6 suture material was extremely friable/weak, suture material kept breaking when surgeon was tying knots. 2 lots of sutures on field unable to determine which lot had breaking issue. Per surgeon feedback: "the suture came out of the package that way. I could just break it with my hands. It would just tear in 2 pieces easiest. No harm. Just had to get another suture."